Event description:
It was reported that the pt experienced an inflammatory mass. The pt initially experienced return of symptoms with pain "all over my body, not just where it started"; headache; difficulty walking; burning sensation in calves; leg weakness; numbness on the entire front side of body and constipation. The symptoms began approximately 1 month ago. The pt was on dilaudid/marcaine for the last 1.5 years; before that had been on morphine. The hcp had increased the dose for last 2 months with effect lasting for approximately 2 days before the pain returned again. The hcp planned a dye study which was cancelled due to a delay in the procedure; the pt was unable to sit for more than one-half hour. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports return of symptoms. Additional information was received from a consumer indicated that the patient was receiving clonidine, bupivacaine and dilaudid at unknown concentrations and doses via an implantable infusion pump. It was reported that the pump had never given them ample pain and the patient had to supplement the pump with 30 mg of morphine 3 times a day. No further complications have been reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.